Event description:
Due to active bleeding, a patient was requiring the massive transfusion protocol. The patient was critically ill. The staff set-up the belmont rapid infuser to infuse the blood. As the blood was infusing, the staff noticed the tubing was leaking and causing the blood leak out. Upon examination of the tubing, the staff noticed the tubing was cracked above the blue arrow. The tubing was removed and a 2nd set of tubing with a different lot number was utilized. The patient did not receive all the blood from the unit transfusing. The patient did have a cardiac arrest and did not survive.